Event description:
It was reported that the customer's insulin pump was scratched on the screen and cracked above the screen. The customer was advised to discontinue use and revert to a back-up plan. His blood glucose was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a severely scratched display window, cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.